Event description:
It was reported that high capture thresholds had been observed on the atrial lead. The lead was capped and replaced. The patient was noted to be stable during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.